Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 565-hi mg/dl due to insulin leakage at the infusion site since beginning use of the infusion sets a couple of months ago. Her target blood glucose range is 60-150 mg/dl. She boluses through the infusion device to lower her blood glucose and at times e4 (occlusion) error is displayed. She stated e4 occurs during basal and bolus delivery. The infusion set needles are sometimes bent and insulin leaks at the infusion site. She stated headsets are changed every 3 days and she was advised to change them every 2 days. There is not scar tissue at the site but she does have an area that is hardened and causes soreness. She practices proper site rotation. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. The patient was sent a different type of infusion set. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.